Event description:
It was reported that the neurologist¿s handheld device was not holding a charge. The handheld device has been returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on 08/11/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 08/11/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The physician reported that the handheld would not hold a charge off and on for several weeks. The handheld was stored in standard, room temperature conditions. There were no mishandling of the handheld that may have contributed to the event. The physician indicated that various troubleshooting was performed including battery changes, and rebooting the handheld.